Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic hemicolectomy, the needle broke and detached from the suture. It was stated that the component fell into the patient¿s cavity and an x-ray was performed to locate the component. This resulted to extension of surgery more than 30 minutes. Another device was used to complete the case.